Manufacturer narrative:
(B)(4). Batch # t5a66z. Investigation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage with three sr75 reloads received. The reloads (b & c) were received fully fired. The reload (d) had the swing tab in the unlocked position, and fully loaded with staples and with the left gripping surface broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. Three reloads: reload b: sr75, r5az03 fully fired. Reload c: sr75, t5a42u fully fired. Reload d: sr75, t5a42u unfired with left gripping surface damage. Unlocked. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: could you please clarify ¿partially stapling¿? Was there an incomplete staple line? Did the device start to staple and then stopped and cut line could not be completed (partial fire)? Were the staples malformed?

Event description:
It was reported that during an unknown procedure, partially stapling occurred. There were no adverse consequences for the patient.